Event description:
It was reported that the patient had an event on (B)(6) 2014. The patient was sitting in her wheelchair and drying her foot on the shower ledge. The patient felt her stimulator had slipped and was sticking out. The patient moved it back into place and then lost all feeling in her right leg. The patient could not straighten up or move her leg. The patient couldn¿t sit up because the pain was so bad. The paint was on the right side where her stimulator was and where one of the wires went up. The patient does not have stimulation in her back now, only in her stomach and down her knees. The patient had not slept more than 3 hours in 3 days. The patient was redirected to her physician for assessment. It was further reported that the patient was trying to get an appointment with a new pain physician, but there were weather and transportation issues. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).